Event description:
It was reported the gastrointestinal videoscope cleaning connector of the oer-3 was broken the issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation due to being disposed of, the definitive root cause of the reported issue could not be determined. We presume that the connector was easy to be broken by aging. A hard object may have hit the connector or stress was applied to the connector at attaching/detaching connecting tubes. Subsequently, the connector was seemingly broken. The event can be detected/prevented by following the instructions for use which state: instructions for oer-3 rev. 10 operation manual chapter 3 ¿inspection before use¿ section 3.2, ¿inspecting the connectors¿ describes the following. Therefore, the subject event is detectable/preventable. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Caution connect each connector firmly by pushing until the connector clicks into place. After connection, pull the connector gently to confirm that it cannot be disconnected easily. Olympus will continue to monitor field performance for this device